Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was returned with the locking nut extended, not allowing the jaws to closed, and therefore the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No lot or batch were provided, bhr could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a coronary artery bypass grafting procedure, the clips came loose, noted about ten clips came loose after using it on the lima and rima branches. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.